Event description:
Patient was placed on inovent. The inovent was running without issues for about 35 minutes when system started alarming device failure. The patient's vital signs remained stable and unchanged. The sample line was replaced. The inovent continued to alarm device failure. The nitric tank was then switched to a new unopened tank. The inovent continued to alarm device failure. A low cal was done. The inovent remained alarming device failure. Throughout this time the patient's vital signs remained stable and unchanged. The decision was made to switch out the inovent.what was the original intended procedure?respiratory ventilation.device #1is this a laboratory device or laboratory test?no.